Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that after changing the circuits boards and tube in the generator except system supply board, system was functioning normally. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a error 16 filament error. Issue occurred when calibrating the system. There was no patient present at the time of the issue.

Manufacturer narrative:
The x-ray tube for the imaging system was returned to the manufacturer for evaluation. Testing found that the filament on the cathode did not pass resistance testing.